Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including glucose readings of 39 mg/dl and 47 mg/dl with a downward trend after pausing the pump for an exercise class and then treating with oral glucose tablets; a fingerstick confirmed hypoglycemia, and glucose rose to the 80s after treatment. Symptoms included sweating and visual fuzziness consistent with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.